Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 20, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - corrected email address) d4 (additional device information - added exp date) g1 (contact office - corrected first/given name, last name, email address, telephone number) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction and additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation findings: 3221 - no findings available investigation conclusions: 4315 - cause not established the affected sample was not returned; therefore, a thorough investigation could not be performed and a root cause could not be determined. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted on the retention sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Leakage from the shunt sensor.

Event description:
The user facility reported, to terumo cardiovascular that during out of box, when the shunt senor was unpacked, a leakage was observed. Additionally, the shunt sensor was changed out, and a backup sensor was used to continue the procedure and it was completed successfully. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation. Therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason. Terumo references evaluation conclusion code 11. H6: component code: 510 - sensor. Health effect - impact code: 2645 - no patient involvement. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.